Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of electromagnetic interference (emi) oversensing resulting in an inappropriate shock. At the time of the event the patient reported that they were near their refrigerator getting items from a closet. New information received indicates that device data was submitted to boston scientific technical services (ts) for review. Ts noted that since implant the device has delivered multiple inappropriate shocks for what appears to be myopotential oversensing. All episodes were recorded in the secondary sensing vector. Ts recommended obtaining high resolution x-rays to evaluate system positioning, re-running automatic set up, perform postural based isometrics and pocket manipulation and if acceptable reprogram device to primary sensing vector with a 2x gain. Additional information received indicates that the patient presented to the hospital due to additional inappropriate shocks. Noise was observed in all sensing vectors. The s-ICD system was explanted and replaced with a transvenous system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of electromagnetic interference (emi) oversensing resulting in an inappropriate shock. At the time of the event the patient reported that they were near their refrigerator getting items from a closet. New information received indicates that device data was submitted to boston scientific technical services (ts) for review. Ts noted that since implant the device has delivered multiple inappropriate shocks for what appears to be myopotential oversensing. All episodes were recorded in the secondary sensing vector. Ts recommended obtaining high resolution x-rays to evaluate system positioning, re-running automatic set up, perform postural based isometrics and pocket manipulation and if acceptable reprogram device to primary sensing vector with a 2x gain.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the clinical observations; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of electromagnetic interference (emi) oversensing resulting in an inappropriate shock. At the time of the event the patient reported that they were near their refrigerator getting items from a closet. New information received indicates that device data was submitted to boston scientific technical services (ts) for review. Ts noted that since implant the device has delivered multiple inappropriate shocks for what appears to be myopotential oversensing. All episodes were recorded in the secondary sensing vector. Ts recommended obtaining high resolution x-rays to evaluate system positioning, re-running automatic set up, perform postural based isometrics and pocket manipulation and if acceptable reprogram device to primary sensing vector with a 2x gain. Additional information received indicates that the patient presented to the hospital due to additional inappropriate shocks. Noise was observed in all sensing vectors. The s-ICD system was explanted and replaced with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with the electrode attached. The setscrew was in the up position. The electrode tip was just visible past the distal electrode block; not quite fully inserted. The electrode tip could have moved slightly during return with the setscrew loose. The seal plug was intact. No anomalies were noted with the device case. The device and electrode were connected to the manual test fixture. A 3mv, 100ms, 50ppm pulse was applied to the three sense vectors, one at a time. The electrode was tugged, twisted, pushed, and moved around. No noise was seen on any of the three sense vectors. The device passed the automated electrical test. The investigation of the electrode (3501-120245) found evidence of spring coil marks on the insulation. This indicates underinsertion of the electrode terminal pin into the device connector block.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of electromagnetic interference (emi) oversensing resulting in an inappropriate shock. At the time of the event the patient reported that they were near their refrigerator getting items from a closet. New information received indicates that device data was submitted to boston scientific technical services (ts) for review. Ts noted that since implant the device has delivered multiple inappropriate shocks for what appears to be myopotential oversensing. All episodes were recorded in the secondary sensing vector. Ts recommended obtaining high resolution x-rays to evaluate system positioning, re-running automatic set up, perform postural based isometrics and pocket manipulation and if acceptable reprogram device to primary sensing vector with a 2x gain. Additional information received indicates that the patient presented to the hospital due to additional inappropriate shocks. Noise was observed in all sensing vectors. The s-ICD system was explanted and replaced with a transvenous system.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the clinical observations; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of electromagnetic interference (emi) oversensing resulting in an inappropriate shock. At the time of the event the patient reported that they were near their refrigerator getting items from a closet. New information received indicates that device data was submitted to boston scientific technical services (ts) for review. Ts noted that since implant the device has delivered multiple inappropriate shocks for what appears to be myopotential oversensing. All episodes were recorded in the secondary sensing vector. Ts recommended obtaining high resolution x-rays to evaluate system positioning, re-running automatic set up, perform postural based isometrics and pocket manipulation and if acceptable reprogram device to primary sensing vector with a 2x gain. Additional information received indicates that the patient presented to the hospital due to additional inappropriate shocks. Noise was observed in all sensing vectors. The s-ICD system was explanted and replaced with a transvenous system.